Event description:
Pin broke out of the cup impactor at the screw junction on the handle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: territory (B)(4) reports the pin broke out of the cup impactor at the screw junction on the handle. Conclusion and justification status: the complaint states pin broke out of the cup impactor at the screw junction on the handle. Cup will not screw to handle. No surgical delay was reported and no piece of instrumentation was left in the patient. Without return of the device (the rotation shaft) the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.